Manufacturer narrative:
The driver was returned in part; the larger main body was returned, but a broken-off tip portion was not. The main body was examined under magnification. Cannulated driver exhibits a fracture/breakage, with a fracture plane cutting obliquely to the axis of the device through the tip end of the device. Fracture surfaces are largely flat/textured with no signs of necking nor progression/beach/seashell marks. Caliper was used to measure the main body segment. No definitive conclusions can be made.

Event description:
It was reported the dr was implanting a mini at3 screw into the scaphoid and the driver tip broke.

Manufacturer narrative:
No product has been received to date. If additional information or the product is returned and examined, the results will be provided as a follow up report.